Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of greater than 3000 ohms. The health care professional (hcp) had called in for programming magnetic resonance imaging (MRI) protection mode. Technical services (ts) stated that both device and the lead were MRI conditional. Ts recommended follow up in office with cardiology to investigate further. MRI was not performed. This device remains in service. No adverse patient effects were reported. Additional information received indicated there was noise noted and programming was performed. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of greater than 3000 ohms. The health care professional (hcp) had called in for programming magnetic resonance imaging (MRI) protection mode. Technical services (ts) stated that both device and the lead were MRI conditional. Ts recommended follow up in office with cardiology to investigate further. MRI was not performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of greater than 3000 ohms. The health care professional (hcp) had called in for programming magnetic resonance imaging (MRI) protection mode. Technical services (ts) stated that both device and the lead were MRI conditional. Ts recommended follow up in office with cardiology to investigate further. MRI was not performed. This device remains in service. No adverse patient effects were reported. Additional information received indicated there was noise noted and programming was performed. No adverse patient effects were reported.